Event description:
The customer reported to customer service that the wire split on her breast pump's power supply and sparked and now will not work. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see fire or smoke, but did see sparking where there are exposed wires at the strain relief. She also indicated that no injuries were sustained as a result of the issue. Refer to evaluation summary, for details of the analysis/evaluation performed on the power supply. In summary, it was confirmed that there are exposed wires which make sparking possible. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing and no holes or openings. A visual examination of the cord revealed a lot of twisting and exposed wires along the length of the cord. The power supply was plugged in and the voltage across the dc plug was measured at 0.7 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured as open to .76 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.